Event description:
It was reported that the patient presented with pocket erosion, bruising, and drainage at the pacemaker implant site, consistent with an infection. The physician elected to explant the pacemaker on (B)(6) 2026. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction- b5: corrected the explant date which is (B)(6) 2026, instead of (B)(6) 2026 as per initial report (2017865-2026-02979). H6: added "hematoma". H11: added the missing device history record 9dhr) statement as it was missing in the initial report (2017865-2026-02979).

Event description:
It was reported that the patient presented with pocket erosion, bruising, and drainage at the pacemaker implant site, consistent with an infection. The physician elected to explant the pacemaker on (B)(6) 2026. The patient remained in stable condition throughout the procedure.